Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to inadequate stimulation. The explanted device were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(6). Batch: 5040425/5077887.